Event description:
Pt was undergoing surgery for atrioventricular malformation. The customer reported that when they began processing blood in the brat bowl, a leak developed from the area of the black seals. About 300 mls of blood was lost because of this leak. The bowl was replaced and a leak developed in the replacement bowl as well, resulting in another 500 ml of blood loss. As a result of these leaks, additional homologous blood was given to the pt. There were no apparent pt problems resulting from the leak or the follow-up blood replacement.